Event description:
The end users' mother called and stated the seat has cracked back to front on her daughters commode. She fears the crack will pinch her daughter as her daughter has no muscle control and sits hard.